Event description:
3it was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer chose not to load a new cartridge, deciding instead to continue using the current cartridge and follow up if necessary.